Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. That same day, the patient started treatment with vancomycin (dose, route, and frequency, and duration not reported) for peritonitis. Five days later, the vancomycin was discontinued and the patient was discharged from the hospital. Two days after that, the patient manifested abdominal pain and was started on fortaz (1000mg for five days; route not reported) and the vancomycin was restarted (500mg for five days; route not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient stopped pd therapy and had their pd catheter removed. On an unreported date, the patient was switched to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.